Event description:
MFR rec'd a report through medwatch indicating a walker leg broke and caused the user to fall. As a result of this incident, the user allegedly sustained a fractured vertebrae. The walker was reportedly returned to the MFR but, there is no evidence of this. A contact for add'l info has not been provided.